Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation did not identify any product or instrument issue. A review of amplification curves for the alleged samples indicated weak and late amplification with non-sigmoidal curves, making it unclear whether the reactive results were due to true target amplification or non-specific amplification. Retest runs for the same samples did not show any target amplification, and internal control amplification was robust, with no signs of pcr suppression. A review of quality control data, complaint history, and non-conformance records did not reveal any systemic issues. Subject matter expert analysis of problem reports and ultrasonic data also did not identify any instrument-related problems. Further testing could not be performed as the a/d plates for the alleged runs were not available. The root cause of the reported event could not be determined. The customer has not reported any additional incidents.

Event description:
The initial reporter alleged discrepant reactive hiv results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The allegation involved two patient samples. Initial testing on (B)(6) 2022 generated a reactive hiv result with a cycle threshold (CT) value of 40.3, while hepatitis b virus (hbv) and hepatitis c virus (hcv) were not detected. Retesting of the same sample using a second tube and an aliquot from the plasma bag generated non-reactive results. On (B)(6) 2022, a second sample generated a reactive hiv result with a CT value of 39.3, while hbv and hcv were not detected. Retesting of this sample using a second tube and an aliquot from the plasma bag also generated non-reactive results. On (B)(6) 2022, a third sample generated a reactive hiv result with a CT value of 40.1, while hbv and hcv were not detected. Retesting of this sample using a second tube and an aliquot from the plasma bag generated non-reactive results. The samples were collected in vacuette® tubes with ethylenediaminetetraacetic acid (edta).